Manufacturer narrative:
Product code (d2b) - additional product code qon. Explant date (d6n) - date is approximate. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator system underwent a surgical procedure to replace their implanted lead due to high impedance values. The lead was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the patient with this implantable neurostimulator system underwent a surgical procedure to replace their implanted lead due to high impedance values. The lead was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d6n: explant date - date is approximate. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of impedance high is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.